Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging a power issue (does not turn on). Lifescan was unable to reach the reporter for further information. The complaint was classified based on the customer care advocate (cca) documentation. Reportedly, the patient was admitted into the hospital with ketoacidosis due to a virus. In addition, the reporter indicated that the patient was not able to check her blood glucose prior to the hospitalization. The power issue was not resolved. This complaint is being reported because the patient had hyperglycemia and required hcp treatment after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.